Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure coils perforated the wall of one of my tubes") and pelvic pain ("chronic pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), back pain ("chronic back pain"), dyspareunia ("pain during intercourse"), rash ("excessive rashes"), alopecia ("excessive hair loss"), fatigue ("chronic fatigue"), tooth disorder ("dental problems") and flatulence ("gas"). The patient was treated with surgery (had hysterectomy keeping ovaries). Essure was removed. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain, abdominal distension, back pain, dyspareunia, rash, alopecia, fatigue, tooth disorder and flatulence outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dyspareunia, fallopian tube perforation, fatigue, flatulence, pelvic pain, rash and tooth disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils properly placed. Concerning the injuries reported in this case, the following ones were reported via social media: fallopian tube perforation, flatulence. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 25-jun-2018: new reporter added. New event added: essure coils perforated the wall of one of my tubes, gas. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.